Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within a patient's duodenum on (B)(6) 2010. According to the complainant, on (B)(6) 2010 while the patient was hospitalized it was noticed that the implanted stent was not fully expanded. A cre dilatation balloon was successfully used to post-dilate the stent. The stent is currently still implanted. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4) (medical intervention required), (stent not fully expanded; medical intervention required to post-dilate stent). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.